Event description:
Per received report, the physician was coiling a left ica aneurysm. On loading the coil into the microcatheter (echelon 10), coil loops spilled out of the sheath and was not retrievable.

Manufacturer narrative:
The product will be returned for evaluation and testing. Additional information will be submitted within 30 days upon receipt.

Manufacturer narrative:
Note: with the review of additional information the potential for injury associated with the reported event is remote; therefore, this does not meet the requirements for a reportable event. Additionally, no further reports will be forthcoming for this medwatch report.